Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg replacement procedure [related manufacturer reference number: 3006705815-2024-09304] on (B)(6) 2024 the patient's leads were plugged into the ipg, and both leads had high impedances. Both leads were explanted and replaced during the procedure.